Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced issues with the transmitter not lasing the full life expectancy. No medical intervention was reported. Additional event or patient information is not available.